Event description:
It was reported by an anonymous patient that a previously implanted lower extremity screw, lock and nail caused pain, was faulty, and required a revision. This report is for an unknown trauma device this report is for 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Implant/explant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was originally implanted on (B)(6) 2012, and it was removed on (B)(6), 2012. The patient's hip was replaced on (B)(6), 2013. It was reported that the device was protruding from the bone and almost broke the skin. This report is for an unknown helical blade. This is report 2 of 4 for (B)(4).